Event description:
A suction pump was being used for a percutaneous nephrolithotripsy case. During the case, water did not flow through the system, causing the pump's alarm to sound. The equipment was changed and the case was completed. No pt consequences were reported. It was eventually discovered that hosp personnel had assembled the plastic tubing set, that is used on the pump incorrectly. This resulted in the end connectors being reversed in the tubing system.